Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Recipient is reported to have suddenly lost access to sound with the device. Previously, speech perception was good. No trauma was reported. No redness or swelling over implant site was noted. The recipient has been reimplanted.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, a device investigation is necessary to determine a root cause. Re-implantation is considered, but no date was yet made available.

Event description:
User is reported to have suddenly lost access to sound with the device. Previously, speech perception was good. No trauma is reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User is reported to have suddenly lost access to sound with the device. Previously, speech perception was good. No trauma is reported.